Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse checked all the instrument fittings, tubing and verified that there were no instrument fluid leaks. The cse proactively replaced the instrument electrodes, performed a cv check and successfully ran qc. The cause of the discordant sodium and chloride results was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on six patients on an advia 1800 instrument. The discordant results were released to the physician(s), who questioned them. The samples were repeated on an alternate instrument. The repeated results obtained from the alternate instrument were reported to the physician(s) as the corrected results. The customer also stated that discordant chloride results were obtained during this event, though no discordant chloride results were provided. There are no reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.